Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated the cause of the jolt was overstimulation because the settings were too high, so they turned it down and issue was resolved. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stim and fecal incontinence. It was reported that the patient stated he feels it in his foot, right butt cheek, and testicle, but he is 'not going to the bathroom right'. The patient felt jolts in his right testicle and pulling of his toes at night. Patient services reviewed that the patient may be experiencing overstimulation and recommended decreasing amplitude and positional changes to stim sensation. Patient services reviewed expectations regarding therapeutic effect and programming options. Patient services recommended that the patient notify their managing healthcare provider of concerns with therapeutic effect. No further complications were reported at this time.